Manufacturer narrative:
On june 30, 2023, mentor received the device for evaluation. On july 05, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have some bubbles within the gel measuring between 0.1 cm to 1.2 cm and the bubbles are within the specification leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Photo evaluation summary: during visual evaluation of the image provided, the implant was observed cloudy and some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient underwent a primary breast augmentation surgery with a 520cc mentor memorygel boost breast implant. Post-operatively, the patient experienced dissatisfaction with the appearance of her left breast. As a result, the patient consulted with a medical professional and underwent removal and replacement with a 520cc mentor memorygel boost breast implant on (B)(6)2023. Upon explantation, the surgeon reported that although the device was intact upon removal, the prosthesis appeared to have shell irregularities.